Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
The screw of the locked femoral impactor holding the radel part was inadvertently implanted. The patient may require revision. This event took place outside of the united states, in (B)(6).